Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a device history review, review of lot data, a search for similar complaints, and a review of labeling. Return material was not available. The device history review did not identify any non-conformances or deviations. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits and no unusual reagent lot performance was identified. No adverse trend was identified for the customer's issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency was identified for the architect stat troponin-I reagent list number 02k41, lot number 02868un17, was identified.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for one patient. The customer indicated a positive result was also generated using the istat method. The customer provided the following architect result data: (B)(6): initial 1.277, retested after centrifugation: 0.020, <0.010, <0.010. The customer indicated they observed white floaties in the specimen but it was not confirmed the high results were sample integrity related. There has been no adverse impact to patient management reported.